Event description:
Customer reported an abo discrepancy with donor confirm typing on the echo instrument. The donor is a pos with an a1 subgroup. Customer states that the donor typed as o pos on the echo and a pos by manual tube method.

Manufacturer narrative:
Reviewed instrument images: all donors performed as expected with the exception of (B)(6) the donor in question. Review of images for donor (B)(6) show anti-a appears negative. Asked customer what the reaction was by tube method. Customer states it was weak 1+ in tube no mixed field was noted. Advised customer that this fits the limitation forward only abo-rh typing has a higher risk of mistype due to the absence of the reverse type results may occur. This also fits the limitation that echo cannot reliably detect hemagglutination reactions that are graded 1+ or less in tube methodology. The instrument is operating as expected.